Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v225114, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported during intra-op all contact pairs tested high, out of range, except for electrode 2/3 was normal. The rep reported patient has motor and sensory at 5v. There was no symptom reported. Rep reported unknown previous impedance as ins died before interrogation could be done and the replacement was due to normal battery depletion. It was reported 3 days later that the amplitudes turned up to 5 and pw up to 240. The lead was unplugged from battery several times and reinserted. There cause of high impedance intra-op was unknown. The patient was having a replacement due to a dead battery. The high impedance was not resolved the physician opted to not change the lead. She saw motor responses on all electrodes at 5 amps. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.